Event description:
During the intubation of a pt with a spinal injury who was in the halo, when the scope was removed. The working channel guidewire and fiber hundle were all pulled out about 3" from the distal end of the scope. After the hip fracture repair procedure was completed, doctor x-rayed the pt and found that a metal housing from the intubation scope was left inside the pt. He tried to remove the metal housing with a bronchoscope. The piece was down in the lung and was not retrievable at that time. The pt is doing well and the doctor has not decided what action to take with regard to the foreign piece.